Manufacturer narrative:
No radiographs were provided. The patient's bone quality is unknown. Parts met acceptance criteria upon release. There is no evidence of implant or instrumentation malfunction. The instructions for use lists potential adverse effects of hip arthroplasty that include femoral bone fracture during intra-operative bone preparation or impaction, post-operative femoral or acetabular fracture by trauma, excessive loading, bone defects from previous surgery or reaming, and bone resorption. If information is obtained that was not available at the time of the initial report, a follow-up will be filed as appropriate.

Event description:
After hip replacement surgery on (B)(6) 2018, the surgeon noted subsidence of the hip stem. Later, the patient twister her ankle resulting in a fracture on (B)(6) 2018. A revision was performed on (B)(6) 2018 and the hip stem was replaced with a distal fixation stem and wiring around the fracture. The surgeon indicated the event was not product related but an issue with stem size selection.